Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: we have recently discovered some concerning product defects with our 20g IV caths specifically. Lot 3030426 / 2023-02-01 / exp 2023-01-31 we are supposed to be ordering this from medline but use mck so I am not able to include corp to know if this is something happening all around or what- but this is not good. Mckesson called and stated the needles are bent additional info received on 07-june-23. Did the needle receive in the condition? Opened package and noticed the cath plastic was split. Was the needle used on patient? If yes, any impacted to the patient? Yes, we used 3 in total and recognized all came from the same lot #. Ni impact as staff took great care in removing IV cath carefully without incident. Are you able to provide quantity affected? We had 10 cath boxes of that lot # that mck replaced.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: we have recently discovered some concerning product defects with our 20g IV caths specifically. Lot 3030426 / 2023-02-01 / exp 2023-01-31. We are supposed to be ordering this from medline but use mck so I am not able to include corp to know if this is something happening all around or what- but this is not good. Mckesson called and stated the needles are bent. Additional info received on 07-june-23. Did the needle receive in the condition? Opened package and noticed the cath plastic was split. Was the needle used on patient? If yes, any impacted to the patient? Yes, we used (B)(4) in total and recognized all came from the same lot #. Ni impact as staff took great care in removing IV cath carefully without incident. Are you able to provide quantity affected? We had (B)(4) cath boxes of that lot # that mck replaced.

Manufacturer narrative:
Investigation summary : our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs with photo 1 displaying the top web label information indicating the device is a 20g insyte autoguard bc catheter assembly from lot number 3030423, material number 382533. In the report, it stated that ¿recently discovered some concerning product defects with our 20g IV caths specifically. Lot 3030426 / 2023-02-01 / exp 2023-01-31¿. As material number 382533 (20g) does not align with lot number 3030426 and the photo you provided displays the label confirming lot number 3030423, we have investigated the report for the 20g unit from material number 382533, lot number 3030423. Photo 2 displays the catheter tubing at the catheter tip appearing bent and a tear can be seen on the right side of the tubing at the origin point of the bend. The features exhibited in the photographed unit are indicative of a needle spear through. As the unit is opened, it is possible that the damage originated during manufacturing or during use. During manufacturing, a spear through may occur due to misalignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear and lie distance, which mitigates the occurrence of this defect. The damage may also occur in the clinician setting during tip adhesion break if the needle is moved up and down the catheter tubing.